Event description:
This male patient with a history of hyperlipidemia, coronary artery disease, and hypertension was admitted for carotid artery stenting. The target lesion was in the left internal carotid artery (lica). The details of the procedure are not known. The patient was discharged the following day with no reported complications. Approximately one month later, the patient presented with dysarthria and right-sided hemiataxia. The details regarding treatment are not known; however, the patient is reported to have made a full recovery in >24 hours with no lasting deficits.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.